Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial gastrectomy procedure, the black pusher thumb piece could not be moved at all and so the stapler did not fire. The doctor opened another load to complete the case. There was no patient injury.